Manufacturer narrative:
Additional data:

Event description:
Treatment was specified as medrol dosepak, allegra, benadryl, and ibuprofen. The healthcare professional also reported ¿nodules in area¿will be hylenexing¿ and ¿the event has led to permanent damage¿.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient injection with 1.05 cc juvéderm vollure¿ xc in the marionette lines and mental crease. Patient immediately experienced severe swelling to the bottom lip. Patient also had difficulty speaking and noted severe redness of the chin and neck area. Patient was treated with a steroid and antihistamine the next day. The following day, healthcare professional noted that ¿swelling reduced significantly," but patient is still swollen.